Manufacturer narrative:
The account found that the CPR valve was stuck open. Tech support instructed the account to pump the manual pump pedal one time to free the valve and the head worked properly.

Event description:
The account alleged that the head section will not run up.